Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a no device found screen. The patient reported he was unable to charge his implant because he can only get the no device found screen. The patient confirmed the battery was depleted. The patient started a recharge session, optimized the recharger antenna position on alert screen 50. The patient was seeing fluctuation in numbers on the screen between 92, 93, and 97. The patient went through one passive recharge mode and was unable to establish recharging. The patient was instructed to continue 2 more passive recharge mode sessions. The patient was redirected to follow up with their hcp if the issue did not resolve. The patient noted that the ins was depleting quicker than it used to. The patient said the battery used to last up to 3 days between charging it and went to lasting half that amount of time. The ins was down to only lasting 2-3 hours between having to charge the ins back up. The patient plans on meeting with a rep in the near future, but no date has been set yet. No symptoms or further complications were reported.